Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced multiple power switching events; there was no reported patient injury as a result of this event. The devices (B)(4) were returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The returned battery ((B)(4)) passed visual inspection and functional testing. The reported event was not confirmed via review of the controller log files, which did not reveal any abnormal behavior. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is five of seven reports (3007042319-2014-00659, 2015-02927, 2015-02928, 2015-02929, 2015-02930, 2015-02931 and 3007042319-2015-02932) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the ventricular assist device (vad) coordinator that this patient, who was transplanted on (B)(6) 2014, had been reporting power switching on the controller which lead up to transplant. There were multiple power switching events and the patient had not been taking a log of which battery and what he was doing at the time. The batteries were returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.